Event description:
It was reported that, the patient was in the hospital due to an initial right ventricular (rv) lead unknown product performance issue. Furthermore, the physician repositioned the rv lead and noted loss of capture (loc). Subsequently, this rv was explanted and replaced. No additional adverse patient effects were reported.